Manufacturer narrative:
Visual examination of returned product confirmed a piece of plastic lodged inside the pt valve potentially interferring with duckbill valve operation. The plastic piece was lodged in such a way and size was not to be a threat of being pushed through the elbow. It has been concluded that the plastic piece originated from a stat-check elbow replacement during an assembly operation.

Event description:
Plastic piece occluded at duckbill valve. (Found while device was being prepared for use).